Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2018-05376; reference MFR. Report#: 1627487-2018-05377. Follow-up revealed surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-05376, reference MFR. Report#: 1627487-2018-05377. It was reported the patient had been receiving insufficient therapy and stimulation in unintended areas. X-rays were taken but the results remain unknown. Reprogramming was performed but was unable to provide resolution. An impedance check revealed high impedance on the lead located at l1. As a result, the patient's leads were explanted and replaced with two leads.